Event description:
It was reported to baxter (B)(4) that an empty all in one eva container- automix 3000ml had unknown particles in the bag. The reported condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected during sample evaluation. No malfunctions were found; a root cause could not be identified.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.